Event description:
There was a sensor error with the soundstar eco ultrasound catheter after it was placed into the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ultrasound catheter, soundstar eco ultrasound catheter (per site reporter). Clinical site notified mfg directly.